Manufacturer narrative:
The technician replaced the hi/low foot solenoid to resolve the issue.

Event description:
The technician allegd that the hi/low foot is slowly drifting down. No patient impact.